Manufacturer narrative:
Title percutaneous transhepatic tunnelled catheter for haemodialysis: a single centre experience source kidney international reports, volume 4, 2019 (s357-s358). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2016 and november 2018 on a study regarding percutaneous transhepatic tunneled catheters for haemodialysis. Out of 8 (eight)patients, 1 died with a functional device.